Event description:
It was reported by service report that the pt's skin was breaking down while on the mattress.

Manufacturer narrative:
Mattress not being returned to MFR for eval; no product malfunction is alleged.